Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was black and remote support service (rss) was offline. A field service engineer inspected the row board cables and performed troubleshooting, determining that auxiliary drawer 7 was preventing the station from booting up. The engineer replaced the drawer controller board and the position sensor on auxiliary drawer 7. The engineer also found that all row boards were loose, which was caused by the customer closing the drawer with their foot. The engineer tested the system in test mode and confirmed that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen was black and remote smart service was offline. The unit had already been restarted. The customer confirmed that the device was plugged in and powered on, but the monitor remained black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.